Manufacturer narrative:
Based on the information provided the cause of the reported injury is unknown. If additional information is received, a follow-up MDR will be submitted. Isi has made further attempts to contact the site and gather additional patient information. However, isi was unable to obtain additional information. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Since the product was not available for evaluation and no additional information (lot, serial number, etc.) Could be obtained for the trocar, no further evaluation could be made for the device. A review of system logs at the site was performed and no logs are available for the event since the system was never used. The instructions for use (IFU) for the da vinci xi systems (pn - 553873-02) contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. This event is being reported based on the following conclusion: the surgeon was performing an initial entry and the iliac vessel was injured. There was no allegation of a malfunction of the isi trocar that was associated with this event, additionally, the product was not available for further evaluation to determine if the device had contributed to the event.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, during the first robotic port placement, the (B)(6) year old female patient¿s iliac vessel ruptured. The patient immediately began to lose blood and had no pulse at one point and suffered major hemorrhaging. The patient was unconscious in the ICU. On (B)(4) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), who was present during the procedure and obtained the following additional information regarding the reported event: the csr stated while the surgeon was inserting the trocar, he had injured the iliac artery. The patient suffered major bleeding. The csr stated that a vascular surgeon and a general surgeon was called in to help with addressing the bleeding experienced by the patient. The patient was transferred to the ICU after the bleeding was controlled. It was confirmed that the da vinci system was never docked and was not used. Later, the robotics coordinator and a nurse in the operating room had stated to the csr that this could have happened with any trocar, and it is not believed that the da vinci surgical system caused/contributed to the patient's operative complication. The patient was reported to have recovered well. Although an intuitive trocar was involved with the injury, there was no allegation that a malfunction of the da vinci surgical system, instrument or accessory occurred.